Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 3000 ohms. All other lv lead measurements were stable. No changes have been made and the lv lead remains in service. No adverse patient effects were reported.